Event description:
It was reported that the device locked up and was not functioning. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio isolated the cause for the reported issue to be failure of the system pcb assembly. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.